Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very abundant periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included extrauterine pregnancy (only have one fallopian tube because a previous eup had damaged the other tube) and genital injury. Family history included restless legs syndrome (father). On an unknown date, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("very painful periods") and pain in extremity ("lot of leg pain that prevents her from sleeping / pains look like burns, like rips, and in the last few months it has spread to the arms"). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea and pain in extremity outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, menorrhagia and pain in extremity with essure. The reporter commented: she consulted a phlebologist, a neurologist, a naturopath, and also performed blood tests regularly but nothing was found. The neurologist thought of restless legs syndrome (heredity of her father) but she cannot stand the given treatment, too strong, is for parkinson's disease. The patient informed that it has been more than 5 years that it has been going on, and she cannot sleep at night anymore. While she was talking with her doctor, she asked her if all these pains had started after essure implant, and the answer was yes. The patient is considering the explantation of the implant. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-aug-2019 for the following meddra preferred term: menorrhagia analysis in the global safety database revealed 2671 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.